Manufacturer narrative:
Investigation evaluation: during a visual examination, we confirmed the catheter has broken near the balloon catheter joint. The catheter does not exhibit any stretched areas. The damaged area is preventing inflation of the balloon. No other observations were noted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or disease stated, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to catheter damage is inadequate lubrication with a water soluble lubricant. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Damage to the catheter can occur if the device experiences excessive pressure. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, a cook hercules 3 stage balloon esophageal balloon was used. The physician introduced the device into the patient. A crack in the catheter was noticed through the endoscopic view. The physician pulled the device out and confirmed there was a crack in the catheter where the balloon meets the catheter. Another of the same device was used to finish the procedure. There was no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.